Event description:
Product "abscessed" out of pt's face. Cultures negative - no infection. Hydrelle injected to nlf and marionettes on (B) (6) 2010. On (B) (6), she complained of some swelling on left chin - it was minor on exam and can be expected after injections. Treated with medrol dose pk. On (B) (6), the right side of her face was swollen. Follow up (B) (6) - some noid swelling. Pt also diagnosed with shingles at this time (stress related). On (B) (6) and (B) (6) - swelling "coil" to worsen. I had pt come in on (B) (6). Now extremely swollen, t = 98.1, with hydrelle abscessing through her skin all over her face. Dose or amount: 3cc, frequency: na, route: dermal. Dates of use: (B) (6) 2010. Diagnosis or reason for use: facial rhytides/laxity.